Event description:
It was reported that during preparation of the console for a photo-selective vaporization (pvp) procedure, the physician noticed a burnt smell. The console was rebooted and then a console error occurred. The procedure was not completed due to the event. There were no patient complications.

Event description:
It was reported that during preparation of the console for a photo-selective vaporization (pvp) procedure, the physician noticed a burnt smell. The console was rebooted and then a console error occurred. The procedure was not completed due to the event. The patient was already under sedation when the procedure was aborted and there were no patient complications.